Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. Other UDI: (01) unknown (10) lot number unknown. This report is for unknown - screw cannulated /unknown lot number. Not explanted device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent surgery on (B)(6) 2011 for a slipped capital femoral epiphysis (scfe) of the left hip. The patient was brought back to the operating room on (B)(6) 2017 for the hardware removal of the scfe, 7.3 mm cannulated screw and surgical dislocation of the hip for osteochondroplasty of the femoral neck. During the surgery, it was reported that the bone was dense, thick and had grown over the screw. Therefore, the surgeon had to ream out part of the bone to get to the screw. It was reported that as the surgeon was reaming the bone, a piece of the hollow reamer broke off and remains embedded in the patient. There was a two hour delay in surgery while the surgeon unsuccessfully attempted to remove both the screw and embedded fragment. The void caused by removing the excess bone that covered the screw was filled with a competitor¿s bone graft. It was reported that the patient was stable. Future treatment/surgical plans are unknown at this time. This complaint is for the revision surgery to remove the cannulated screw. Related (B)(4) addresses the inability to remove the screw and the broken reamer during the revision surgery and resulting two hour delay. This complaint is for one device. This report is 1 of 1 for (B)(4).